Manufacturer narrative:
This facility also indicated a female patient also developed an infection. A number of attempts were made to obtain information on the female but today no other information was provided as to type of infection, use of product nor treatment.

Event description:
A hospital clinical employee alleged that a male patient developed a surgical site infection. The skin was prepped with chloraprep¿ which was allowed to dry. A 3m ioban¿ 2 antimicrobial incise drape was applied prior to surgery. The date of surgery was not specified. The male patient had spinal cord stimulator surgery. The patient allegedly developed fever, chills, redness and tenderness at the surgical site within 20 days of the surgery. The patient was diagnosed with a staphylococcus aureus surgical site infection and was prescribed keflex (cephalexin) 500 mg antibiotic.